Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. D4 - additional device information: serial number, lot number, UDI, expiration date is currently unknown.

Event description:
It was reported that the patient's scs system was auto reducing. Diagnostics indicated high impedances on the lead. As a result, surgical intervention may take place at a later date to address the issue.